Event description:
A physician reported a pt who was originally skin tested in 1997 at another physician's office with negative results. The pt had multiple collagen treatments without adverse event. In 2000, the pt was treated in the vertical lip lines and the oral commissures. On 11 may 2000, the pt was examined by the physician and it was noted pt had redness, swelling, and "soreness" at the vertical lip lines treatment sites. The physician prescribed a medrol dose pack and topical hydrocortisone 1%. On 16 may 2000, the pt called the office and stated pt now had the same symptoms at the oral commissures treatment sites. The physician believed this is a definite hypersensitivity to the collagen. No further medical or surgical intervention was prescribed or planned.